Manufacturer narrative:
The lead was discarded by the clinic. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. The following physician suspected the rv lead was micro-dislodged, however it was never confirmed. The lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.